Manufacturer narrative:
(B)(4). The customer returned two, 004551035 green ruschlite disp mtl 3.5 laryngoscope blades. Per the customer, one sample is the actual complaint sample and the second is a representative sample. Visual inspection confirmed that the pipe light had been broken off the distal tip pipe light on the actual sample. The representative sample shows no defects or anomalies. The complaint was confirmed. However, all laryngoscope blades are 100% inspected for breakage at the time of manufacturing so it is unlikely that this defect was present at that time. A corrective action is not required at this time as the damage observed on the laryngoscope blade indicates that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "upon direct laryngoscopy, fiber-optic light pipe broke at green light pipe cover and fell into patient. Piece was retrieved using magill forceps." Customer reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "upon direct laryngoscopy, fiber-optic light pipe broke at green light pipe cover and fell into patient. Piece was retrieved using magill forceps." Customer reported there was no injury to the patient.